Event description:
Cast saw/vacuum became very loud and a burning smell became evident while splitting a cast. Flashes of light were noted coming from bottom third of vacuum. Per biomed, brushes burned out in saw.

Event description:
Add'l info rec'd from MFR 4/12/05: per 21cfr803.20 subsection 3, this incident did not result in serious injury. MFR logged the complaint and performed an investigation back in july '04. MFR did not file an MDR.